Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose level over 600 mg/dl. Caller stated that she removed the pump and the no delivery alarm was cleared. The customer had symptoms related to her high blood glucose such as nausea. Customer treated with insulin shots. Caller has contacted the customer's health care provider regarding the high blood glucose. Customer does not want to troubleshoot for high blood glucose. Customer treated with her back-up plan and will be put back on the pump later today.